Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that prior to closing the operating incision, an impedance test was performed and found high impedances of ¿<(><<)>40000 ohms on contact 3.¿ these impedances were indicated to have been due to the patient¿s left extension. Following the replacement of the extension, ¿the impedances were ok.¿ there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found ¿the #3 conductor was broken 2.9 cm from the proximal end.¿